Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "exchange with no complaint against the device." Healthcare professional later reported "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two opening assessed as surgical damage. As per the investigation procedure crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d1, d4, d9, g1, h3, h6.